Event description:
It was reported that the plunger fell out of the bd luer-lok¿ sterile, single use syringe, leading to leakage. The following information was provided by the initial reporter: while preparing to administer subcutaneous immunotherapy, with minimal pulling, the plunger completely came out of the barrel of the syringe. The entire contents of the syringe spilled onto the metal chemotherapy tray.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported that the plunger fell out of the bd luer-lok¿ sterile, single use syringe, leading to leakage. The following information was provided by the initial reporter: while preparing to administer subcutaneous immunotherapy, with minimal pulling, the plunger completely came out of the barrel of the syringe. The entire contents of the syringe spilled onto the metal chemotherapy tray.